Event description:
The company was informed that the pt underwent MRI procedure with internal magnet in place. The pt reportedly experienced pain at the implant site. It was confirmed that the pt's internal magnet has been displaced. Surgery to replace the internal magnet has been scheduled.